Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Additional information was received that the lead was explanted.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Unable to perform lead impedance test due to condition of the partial lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts.